Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Analysis noted distal conductor had blood/body fluid (not obstructed). The full lead was returned and analyzed.

Event description:
It was reported that during implant the lead dislodged and was not used. The lead was replaced. No patient complications have been reported as a result of this event.